Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva biopsy procedure on (B)(6) 2025, the user experienced issues acquiring tissue samples and the patient procedure was aborted. It was reported that the unit was set up with the suction and sterile water; however, when the provider was performing the biopsy, the specimen was not pulling from the needle. It is further reported that the user thought the needle may have been defective; therefore, the needle was changed but the same issue was experienced. The user reports that no specimen was being collected in the tissue filter and no saline was observed moving through the tubing, so the suction container, saline and a third needle were changed but the user was still unable to obtain samples. The procedure was aborted. No further information is currently available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issues have not been confirmed, and the most probable root cause has not been identified. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process. Lot number: e25e15rb. Manufacture date: 05/15/2025. Expiration date: 05/15/2027. UDI (B)(4).

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device at the time of this report a follow up report will follow with the information from the DHR.

Event description:
It was reported that during an eviva biopsy procedure on (B)(6) 2025, the user experienced issues acquiring tissue samples and the patient procedure was aborted. It was reported that the unit was set up with the suction and sterile water; however, when the provider was performing the biopsy, the specimen was not pulling from the needle. It is further reported that the user thought the needle may have been defective; therefore, the needle was changed but the same issue was experienced. The user reports that no specimen was being collected in the tissue filter and no saline was observed moving through the tubing, so the suction container, saline and a third needle were changed but the user was still unable to obtain samples. The patient procedure was aborted. No further information is currently available.